Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17004. It was reported that patient experienced autoreducing and ineffective stimulation. Lead diagnostics indicated there were full high impedances on both leads. Surgical intervention was undertaken wherein the leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.